Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope appeared to have some metal poking out, approximately 55 centimeters. There were no reports of patient harm. It is unknown when the event occurred.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: found a tear inside the channel wall. Based on the results of the investigation, it is likely fatigue and stress led to the malfunction. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.